Event description:
It was reported that during the procedure of a device system upgrade there was a sensing problem. The device was reprogrammed and there was no pacing during cautery. Due to no pacing a temporary lead was placed. The device and right ventricular (rv) lead were explanted and replace. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-35 implantable pacing lead: implanted: (B)(6) 2000. 4965-35 implantable pacing lead: implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
Product event summary pli# 10 product ID# addr01 the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.